Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to bio ID failure. A field service engineer stated that the customer confirmed no issue with the bio ID after restarting the unit and performing an update, and it has been working fine. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system experienced a bio ID failure. The customer stated that the malfunction occurred when the user was trying to issue medication to a patient and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.